Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump powering off and alarming for failed battery test. The customer states the device did not power back on after having tried different batteries. The customer's blood glucose level at the time of incident was 66mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however; the insulin pump was tested with a good battery cap no blank display and no failed battery test alarm during our testing. No damage was found on the lcd isolation tape noted. The insulin pump passed all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.